Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tubing and the vacutainer unlatched, leaving the safety shield locked halfway causing the customer to obtain a dirty needlestick injury on the right middle finger when disposing. Exposure testing was performed; no other information provided.

Manufacturer narrative:
Investigation summary : bd had not received samples, but one packaged photo was provided, but the photo did not depict the reported defect. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination, and no abnormalities such as damage, molding defects of the tube connection, safety shields or the wing hubs were found. Also, the adhesive strength was measured on the retained samples of 8 sets by connecting needle hubs and tubes, luer connectors and tubes, and no issues observed as all samples met specifications. Furthermore, the activation of the safety shields was checked, using the samples after the adhesive strength was measured and nothing abnormal was observed with the breakaway force, security force, welding strength or sustaining force as they were all within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode shield activation issues causing needlestick injury. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the tubing and the vacutainer unlatched, leaving the safety shield locked halfway causing the customer to obtain a dirty needlestick injury on the right middle finger when disposing. Exposure testing was performed; no other information provided.